Event description:
The customer stated that the insulin pump was alarming. The customer also stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 326 mg/dl. The customer stated the she wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.